Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use on (B)(6) 2024. Infusion set has been used for 6 hours. The blood glucose level was noticed 219 mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.